Event description:
Caller reported malfunction on pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions to reset pump, which resolved malfunction, and continued using pump without further problems.